Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump received with minor scratched display window. Unit received with cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received missing end cap sticker. Pump received with cracked reservoir tube window.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 139 mg/dl. Customer was advised that insulin pump would need to be replace. No further information provided.